Event description:
It was reported that the pt experienced good stimulation therapy for approximately (B)(6) after implant, before the implantable neurostimulator (ins) started to turn off on its own. The turning off sensation was not due to programmed cycling. No trauma was related to the turning off sensation. The pt had the ins and lead replaced on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have the device replaced due to it turning on and off but rather that the implantable neurostimulator (ins) was reaching end of service and the impedances were out of range on the lead. The patient reported at the time of the procedure that the device was turning on and off on its own and felt like it needed to be investigated. The lead and battery were removed and replaced without incident and the patient was doing well.

Manufacturer narrative:
(B)(4).